Event description:
The rptr fasted and did a blood glucose test at home and then went to the lab for a comparison test. Rptr got a result of 140 mg/dl and the lab result was 410 mg/dl. No symptoms were reported. Time difference between tests was one hr. He stated that at times he has found a small white dot on the confirmation strip and that he does not compare the strip to the color chart. He does not adjust his meds to his meter readings. Upon follow-up, the rptr stated that he took his meter to the lab and got a result of 174 mg/dl and the lab's meter read 227 mg/dl.